Manufacturer narrative:
The device was not returned; therefore a physical investigation could not be performed. A review of the lhr was not possible as the lot number was not provided. Based on the information provided and no returned device for physical investigation, the reported event could not be confirmed and the root cause could not be determined.

Event description:
It was reported by aci sales professional that a patient underwent a diagnostic coronary procedure on an unknown date. Access was obtained at the right common femoral artery via a 6f sheath (model unk). A pre-procedure femoral angiogram showed no presence of pvd/calcium in the vicinity of the access site and the vessel size to be 6mm. Following the procedure, the technician who is a trained user, selected the mynxgrip vascular closure device 6f/7f to close the access site. It was reported that during pull back, between the 1st and 2nd stop, the balloon lost pressure. The device was removed and the patient was converted to 20 minutes of manual compression at which time hemostasis was achieved. The patient was ambulated and discharged to home the same day with no clinical sequela noted. No additional information is available.